Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. The home patient reported that they woke up to their homechoice machine alarming and found that their transfer set was disconnected from the patient line of their homechoice set. The home patient stated that their bed was wet and they had no idea how they became disconnected. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.